Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burnt distal end cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope's stent deployed in the channel. The issue occurred during preparation for use. There were no reports of patient harms tent deployed in the channel.

Manufacturer narrative:
Additional information for the following fields: h6 medical problem code and to the h11 field. The device was returned to olympus for inspection and the reported failure was confirmed due to a stent being identified inside the forceps instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.